Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Event description:
This event is being reported based on the evaluation of the returned device. During evaluation, recessed usb pins were observed which prevented charging.